Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A device was received for evaluation. Visual inspection showed tampered seal label was missing. Scratches and cracks found on liquid crystal display lens screen and battery door was missing. No evidence found in event history log. Device passed all functional testing but failed the three accuracy tests. The device was found to over infuse, no other problem found. Root cause is unknown. Recommend expulsor be trimmed and also replacing the air detector for as a preventive measure.

Event description:
It was reported that the pump indicated it was empty, although the cassette was still completely full. The patient received additional sedative medication to maintain sedation. No patient injury was reported.